Event description:
The following information was received from global pharmacovigilance (gpv): this is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis with in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. On (B)(6) 2011, the patient began remedial therapy with fortum (1.5 gm, ip, every other day) and amikacin (375 mg, ip, every other day). The remedial therapy with fortum and amikacin was ongoing. The cause and outcome of the event was unknown. Action taken with dianeal therapy was unknown. The nurse believed that the event was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.